Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing alinity c-series ict pr, part number 09d63-04, alinity c ict check val, list number 09d35-03 and tbg, ict mod to ict asp pump 11 nc, part number 7-205555-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium results on the architect c4000 analyzer. The following data was provided (meq/l): initial 120, repeat 135. Initial 113, repeat 136. There was no impact to patient management reported.